Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An under water pressure test was performed with no issues noted. Functional (self-test and priming) testing was performed and no abnormality was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with a homechoice cassette. It was stated then when connecting the cassette line to the solution bag, it "kept spinning without stopping". This issue occurred during setup for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.